Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing of multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer would prime the air bubbles out.